Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: no device history is required as the service history has been completed. Per the service history the manufacture date of this item is august 15, 2017. Visual inspection: the 2nm torque limiting handle with quick coupling (p/n: 03.614.035, lot #: h342297-18) was returned and received at us customer quality (cq). Upon visual inspection, the etching on the device started fading out. No other defect could be observed on the returned device. Functional test: a functional test was performed on the returned device at service and repair. The torque test failed high. Service and repair evaluation: it was reported that the 2nm torque limiting handle with quick coupling was failed in calibration. The repair technician reported the device failed torque testing. Torque test high is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is failed high. The item will be forwarded to customer quality. The evaluation was confirmed. Document/specification review: based on the date of manufacture the following drawings, the current and manufactured revision of drawings were reviewed torque limiting handle. Synthes loaner set product-specific inspection and verification instructions no design issues or discrepancies were identified. Complaint confirmed? Yes, the device received failed in calibration testing. Hence confirming the allegation. Investigation conclusion: the complaint condition is confirmed for the 2nm torque limiting handle with quick coupling (p/n: 03.614.035, lot #: h342297-18) as the device failed high during functional testing. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to device maintenance. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a j&j employee. The investigation could not be completed. No conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, during evaluation at service and repair, the 2nm torque limiting handle with quick coupling was found to have failed calibration. No patient involvement. This report is for one (1) 2nm torque limiting handle with quick coupling. This is report 1 of 1 for complaint (B)(4).